Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue occurred due to damage caused by a fan failure. However, the specific cause of the damaged fan was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera iii xenon light source was returned as part of the asset return process. During routine inspection of the device by olympus, it was noted that the brightness adjustment and fan motor did not work. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction (brightness and fan functionality) found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation. It was noted that the housing had cosmetic damage: the front panel was broken and discolored, the top cover and lamp door were scratched, and the air duct was broken. The scope socket was faulty with a loose locking mechanism and the turret assembly was bent and made a grinding noise. It was also noted that the lamp life was over 300 hours and it was non-olympus. The switch also needed to be upgraded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.